Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)